Event description:
Customer reported the vertical column will not move up or down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse. System operates as intended.